Event description:
The patient reported a loss or change of therapy as of (B)(6) 2016. It was stated that cancer unrelated to the device or therapy was found in the patient's rectum a week after they got the implant, and that they caught it in time. However, the patient needed radiation therapy every day so they had to turn the implantable neurostimulator (ins) off before getting the radiation. The first round of radiation therapy the week prior to date notified so they turned the ins off for it. It was noted that the cancer had been there for a while and the patient was surprised they didn't discover it when they did the implant. Assistance turning the ins on was requested, and the patient confirmed to have had kind of a sudden return of symptoms. The patient stated that they had a return of bowel and bladder incontinence, and that they got the implant for both bladder and bowel control. The patient would have an urge her e and there and were doing good, and then the return of symptoms hit them really hard. Their incontinence has gotten so bad that they wouldn't leave the house, and every time they stand up they are incontinent. Stimulation was not felt, and therapy was found to not be on. The patient was able to turn therapy on and felt stimulation comfortably in the bike seat area, but it was too soon to tell if the symptoms were resolved. Since the patient got cancer they have had to turn the implant off a lot for the procedures, and that have had 4 procedures where they give them anesthesia to put them under since (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.